Event description:
Complainant alleged that while attempting to cardiovert a patient, who was in cardiac arrest, the device inappropriately shut down. Fire department personnel administered CPR on the patient until ems personnel arrived and took over. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The device has been received, and a follow-up report will be submitted when the investigation is completed.